Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t11, t12, l2 levels. The was also reported that the event was resolved on (B)(6) 2014.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at an unknown level. According to the report, the patient also complained of "excess pain" during the post-op recovery period. Following the procedure, it was also reported that the patient aspirated. The patient was intubated and a bronchoscopy was performed. The physician indicated there was "no device deficiency, the event was unrelated to the bkp tools, unrelated to the bone cement and possibly unrelated to the anesthesia". The patient was treated with non-pharmaceutical therapy, intubations, and a bronchoscopy, according to the report. No further information was provided.

Manufacturer narrative:
(B)(4). Location : hospital. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.